Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that two xia 3 titanium rods fractured post-operatively. Revision surgery was performed . And the rods were exchanged. This report represents the second of the two rods.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. However, an x ray was provided confirming the rods fractured on both sides of the construct. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. From the xia instructions for use: delayed union or nonunion: internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. In the event that healing is delayed, does not occur, or failure to immobilize the delayed/nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. The degree or success of union, loads produced by weight bearing, and activity levels will, among other conditions, dictate the longevity of the implant. If a nonunion develops or if the implants loosen, bend or break, the device(s) should be revised or removed immediately before serious injury occurs. It was confirmed by the site that a non union occurred, and this device was implanted for over 3 years. The most likely root cause is fatigue fracture due to patient non union.

Event description:
It was reported that two xia 3 titanium rods fractured post-operatively. Revision surgery was performed and the rods were exchanged. This report represents the second of the two rods.